Event description:
It was reported that the customer alleged the insulin pump was over delivering. The customer experienced high and low blood glucose level of 22.8 mmol/dl and 12 mmol/dl. Customer also experienced blood glucose level was 12.8 mmol/dl. Customer stated they had not treated. Customer had been using insulin pump system within 48 hours of high blood glucose event. Auto mode feature was not activated at the time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No unexpected insulin flow blocked alarms noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. Insulin flow block alarms not noted in the pump history/trace files on the event date. In further full review of the pump history on the event date of (B)(6) 2021 found bolus deliveries of 5.2u at 16:26:44.000 and 5.6u at 17:27:08.000. Force sensor was measured and is within spec (23.5mv at zero offset). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor.test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, label damage, cracked case(battery tube), and cracked battery tube threads. Insulin flow block alarms not confirmed during testing. Over delivering not confirmed during full functional testing. Unable to verify customer alleged for low/high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.